Event description:
When importing datasets using the dicom image version 4.0f software, the images may be flipped; according to the orientation cube. There is a potential issue in that the wrong area of the pt's body may be planned for treatment.